Event description:
It was reported that the customer had an air bubble anomaly with his insulin pump. Customer's blood glucose level was 500 mg/dl. Customer stated that the high blood glucose level was due to the air bubbles that were present in the reservoir. Customer treated his blood glucose level with a manual injection. It was explained to the customer that rewinding with a reservoir in place will create air bubbles. Customer stated that the pump was not rewound with a reservoir in place. Troubleshooting was performed and customer was advised to reprogram amount fixed prime to 0.3. Customer was also advised to store insulin at room temperature instead of the refrigerator. Customer was offered to be sent replacement reservoirs. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.